Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a suspected malfunction. It was noted that "this pacer was stimulating on erratic way."